Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5 was failed to stay closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet was missing. A field service engineer (fse) replaced the new magnet to resolve. The fse tested all drawers and slides, opened the top cover, checked connections in the electronic drawer and removed dust under the top cover. The system functioned as intended after the field service engineer repaired the device.